Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that on the third day of use, chemo drug leaked out from the air vent during infusion. Doxorubicin was involved in the event. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Manufacturer narrative:
Received one photo of the set being used. Leakage was observed coming from the air filter vent. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.